Manufacturer narrative:
The reliability analysis inspected one opened and or used sensor and found sensor broken. There was broken part missing, and it was unable to be confirmed if the customer received sensor damage due to customer returning sensor opened and or used.

Event description:
The customer reported via phone call of issues with their sensor. The customer states they have two faulty sensors. The customer states one sensor does not light up when connected, and the second gives false readings overnight. The customer states the sensor was reading their levels as low, but they were significantly higher. The customer also states receiving calibration errors. The customer's blood glucose level at the time was 106mg/dl. The customer was advised that the sensors would be replaced, and need to be returned for analysis.